Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (06/10/2014). The lay user/patient¿s products have been returned, and were evaluated on 06/04/2014 by lifescan product analysis with the following findings:the test strips were tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 , the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 4-5x daily. His results are usually around ¿90-110 mg/dl¿ (before meals) and ¿160-170 mg/dl¿ (after meals). The patient manages his diabetes with novorapid insulin (7-8 units in the morning and 20 units in the evening) and lantus insulin (10-12 units in the evening). The alleged issue began on (B)(6) 2014 at 10am. The patient reported blood glucose results of ¿170 mg/dl¿ with the subject meter and ¿60 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly administered self an increased dose of insulin (17 units instead of 10 units). About 30 minutes later, the patient claimed he felt low blood glucose symptoms of shaking, sight was blurred and ¿felt cold after food.¿ the patient ate a banana and some jam as treatment. The patient felt better about 15 minutes after. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (07/24/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.